Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female underwent primary breast augmentation with an unknown mentor saline prosthesis. On (B)(6) 2018 the patient noted right sided deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 1/25/2019. The analysis has begun, but is not complete at this time. When the investigation and analysis has been completed, a supplemental report will be submitted. The impacted product was revealed through the product investigation. The impacted product was a mentor smooth round moderate profile 350cc saline prosthesis. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, lot #5566619 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed on 2/14/2019 for the finished device number 5566619, and no non-conformances related to the reported complaint condition were identified. The investigation of the returned device was completed by the failure analysis lab on 2/19/2019. Device evaluation summary: upon receipt by mentor the device contained no fluid. Yellow material was observed within the device, and no foreign material was observed on the shell surface. During evaluation a crease on the anterior and posterior aspect was observed. A shell abrasion area was also observed on the posterior aspect. A rent at the juncture valve was observed on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. Since the second product received is a concomitant device, no further analysis is required. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/25/2018. An explant of the device is planned for (B)(6) 2018. (B)(4).